Event description:
On (B)(6) 2010, the datex-ohmeda s/5 avance anesthesia system check was performed prior to the first case of the day. The machine, system, circuit and low p leak test were completed. The low p leak test was completed with the orange rubber double ended stopper in place. The orange stopper was not removed prior to the start of the first anesthesia case and the breathing circuit was connected to the orange stopper. Following the low p leak test the nurse, who performed the system checks, entered through the screens to exit the check. The anesthesiologist entered the room to find a start case screen and proceeded to complete a circuit check. The case was started and the anesthesiologist noticed that she was not able to ventilate the pt. It was discovered that the orange stopper remained in the anesthesia machine. At that time, the stopper was removed immediately and the breathing circuit was attached to the inspiratory flow sensor port. There is not a hard stop in place in this anesthesia machine to prevent this type of event to occur when the stopper remains in the check port. A simple redesign of the stopper would prevent this from happening again.